Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient presented to the operating room for right ventricular lead replacement procedure due to high capture threshold. No other electrical anomalies were noted on the lead. During procedure, a large amount of calcification build-up was noted in the pocket. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.